Event description:
It was reported that the user facility required bed repairs to the siderail. No adverse consequence reported.

Manufacturer narrative:
Investigation determined that the siderail was damaged in the down position. Could not move the siderail to the up position. This failure of the siderail was due to customer misuse which was confirmed by the user facility.